Manufacturer narrative:
According to the field, the crt-d will not be available for return back to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated surgical intervention was performed and the crt-d was explanted and replaced due to normal battery depletion. Testing during the procedure was unable to reproduce any abnormalities. No additional adverse patient effects were reported.

Manufacturer narrative:
The patient will come back in for a follow-up within a month. This report will be updated once additional information is provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a red alert for a low out of range pacing impedance measurement of less than 200 ohms. Troubleshooting is currently being performed and no changes have been made. The crt-d remains implanted and in service and there were no adverse patient effects reported.

Manufacturer narrative:
No further additional information about this case was provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.